Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that: "inserter for omega lag screw is bent. Would not attach to omega screw."